Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past one year from the event date, it was found no irregularities. Based on the past similar cases, it was known that subject device could not be removed due to following factors: the state of the stones such as a size, hardness, and shape, the state of bile duct or duodenal papilla of the patient, or the basket was deformed during crushing the stones repeatedly. The above device handling has warned in the instruction manual as follows: do not use this instrument for a calculus that is assumed impossible to be retrieved by this instrument in preoperative diagnosis, intraoperative contrast enhancing or after papillotomy/papillary dilation. Do not use this instrument when it is inevitable to grasp many calculus at a time. The basket with calculus engaged may not be removed from the body. Use this instrument by having the settings to switch to open surgery and the hospitalization plan ready in case this instrument with calculus engaged may not be removed from the body, or in case the calculus cannot be crushed even the lithotriptor bml-110a-1 is used in combination. This instrument will deform and/or deteriorate by performing calculus retrieval. Repetition of calculus retrieval will extend the effect. By such deformation and/or deterioration, calculus may not be retrieved and/or the basket with calculus engaged may not be removed from the body. If calculus retrieval needs to be repeated in a single case, make sure to check the action and the appearance each time that no abnormality is detected (e.g, basket wire cut or worn, tube sheath bent etc.). Stop use when any abnormality is detected.

Event description:
During an unspecified endoscopic removal of a stone, the subject device was used. In the procedure, the subject device could not be removed from the patient. The user used a mechanical lithotriptor to crush the stone and to remove the subject device from the patient, but the stone could not be crushed. No further information was provided. This is the report regarding the incarceration.